Event description:
The patient was undergoing a coil embolization procedure for an endoleak from the superior mesenteric artery to the abdominal aorta using a px slim delivery microcatheter. Upon removal from the packaging, the slim microcatheter was found kinked and was not used. The procedure successfully continued using a new px slim delivery microcatheter.

Manufacturer narrative:
Result: the px slim was fractured in the proximal shaft approximately 35.0 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated that the px slim was kinked when withdrawn from the packaging. A new px slim was used and the procedure was completed successfully. Evaluation of the returned device revealed a fracture in the proximal shaft. This type of damage typically occurs due to improper handling during removal from packaging. If the px slim is removed from the packaging at an angle with force, the shaft may fracture due to excess force and bending. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.